Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient reason for filter placement was not provided. At some time post filter deployment, it was alleged that filter detached and struts perforated. The device has been removed by unknown removal procedure. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post-deployment, the patient with a history of deep vein thrombosis with the placement of recovery filter was scheduled for the filter retrieval, the right internal jugular vein was accessed. The filter was noted to be fractured with 2 arms unaccounted for. The filter was then removed using endobronchial forceps in the jaws of life technique, followed by removal of the fragment with forceps. Recovery filter missing one arm and another arm fractured and retained locally in the inferior vena cava. There was probably a tiny amount of clot in the filter. The filter was inspected and found to be removed in its entirety. An extensive survey of the chest and abdomen using fluoroscopy and spot films, in conjunction with existing imaging, does not reveal the missing arm. The gross description reported that the metallic medical device consistent with the filter. Four intact arms are identified measuring up to 2.2cm in average length and less than 0.1cm in diameter and 6 intact legs are identified measuring 4.0cm in average length and less than 0.1cm in diameter. Also identified within the container was one 2.2cm in length and less than 0.1cm in diameter portion of indurated metallic material consistent with a detached arm. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for the perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4. H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient and the reason for filter placement was not provided. At some time post filter deployment, it was alleged that filter detached and struts perforated into organs. The device has been removed by unknown removal procedure and the detached struts has been removed percutaneously. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.